Event description:
The customer reported via phone call that the battery cap on the insulin pump was damaged. Customer stated the battery cap was sticking out and would not screw in properly on the insulin pump. It was also found the black o-ring on the insulin pump was visible. The customer's blood glucose was 84 mg/dl. Customer will be sent a replacement battery cap. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.